Event description:
It was reported via clinic notes that, "since her last visit, on (B)(6) 2010, [patient] has had fairly stable seizure control. He is gradually having more drop attacks; however, the mother is not certain whether these are epileptic..." Attempts for further info have been unsuccessful to date.